Manufacturer narrative:
(B)(4). Method: five unopened rt225 infant breathing circuit kits were returned to fisher & paykel healthcare in (B)(4). They were visually inspected and connected to water bag. Results: upon connecting to a water bag a drop of water began to build at the connection between the feedset tube and the bag spike connection on four chambers. Visual inspection identified that sufficient glue was present however the glue did not bond properly. No fault was found with the other mr290 chamber. A lot check revealed no other complaints of this nature for lot 121211. Conclusion: we are unable to determine the cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any chamber fails, the whole batch is placed on hold for investigation. Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of november 2013.

Event description:
A hospital in (B)(6) reported that water was leaking from the water feedset tube of an mr290v vented autofeed humidification chamber from an rt225 infant breathing circuit kit. This was found during setup and prior to patient use. They further reported that the complaint device has been discarded. However, five unopened rt225 infant breathing circuit kits from the same lot as the complaint device will be returned for evaluation.

Event description:
A hospital in (B)(6) reported that water was leaking from the water feedset tube of an mr290v vented autofeed humidification chamber from an rt225 infant breathing circuit kit. This was found during setup and prior to patient use. They further reported that the complaint device has been discarded. However, five unopened rt225 infant breathing circuit kits from the same lot as the complaint device will be returned for evaluation.

Manufacturer narrative:
(B)(4). We have recently received the five unopened rt225 infant breathing circuit kits from the hospital. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.